Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and 1 malformed clip was fed and jammed inside the shaft along with a second clip. The jammed clip was removed and second clip finished forming with gap, the following 3 clips were gap clips. Difficulty was noted to fire the device. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the clip tab was found damaged, causing resistance to fire and clip malformation. 9 clips were found inside the clip track. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the device was test fired and device did not fire correctly. The case was completed with another device of the same product code. There were no patient consequences as device was never used on patient. The customer said no additional information is available.